Event description:
It was reported that during an unknown procedure there was lateral thermal spread that burnt the patients skin. Upon further discussion, it was thought that the jaw of the device were too close and that the bubbling liquid coming out of the side of the jaws, scolded the skin, and took the top layer off. Procedure carried on and completed.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. B3: unknown; captured as awareness date. D4 batch #: unknown. Additional information was requested and the following was obtained: what is the severity of the burn? What medical intervention was used to treat the burn? Besides the burn, did the patient experience any adverse consequences due to the issue? Are there any anticipated long-term effects from the burn or injury? From what I could see it was only the first layer of skin, but the burn did look wet and shiny, so possibly a second degree burn. Nothing was done to treat it, the surgeon said it would heal on it's own. Is a photo of the burn available for ethicon medical review? How was the device being used in this procedure when the burn occurred? What is the patient's current status? There is no photo, the device was being used to seal a blood vessel through an open abdominal incision and the burn was on the skin. No update on the patient, they were discharged as normal. The burn wasn't treated to my knowledge. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.